Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: date of report, event, PMA/510k, if follow-up, what type, device evaluated by MFR. Reported event was confirmed by review of xrays which identified the left hip arthroplasty components were anatomically aligned. Extensive abnormal radiolucency was observed surrounding the femoral component, confirming that it had loosened. No abnormalities were observed regarding the acetabular component. However, it was noted that one of the two acetabular fixation screws traverses the medial wall of the acetabulum. Visual inspection of actual device identified the blast finish indicated sheen in the area of the medial curve and lateral side. This sheen likely resulted from either micromotion of the stem and cement mantle in-vivo or from cleaning the cement debris away from the stem after explantation, and is not considered an abnormality. Minor damage was also seen on the conical taper, likely a result of explantation. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Implanted in 2006. Concomitant medical products: item# 00801803203 femoral head sterile product lot# 26557000, item# unknown unknown liner lot# unknown, item# unknown unknown cup lot# unknown.

Event description:
It was reported that patient underwent original total hip arthroplasty surgery 12 years ago to treat hip dysplasia. The stem loosened over the years and patient was revised 12 years post implantation. Attempts were made to obtain additional information; however, none is available.